Event description:
It was reported that during an unknown procedure, both forceps after their usage, presented an error and needed to be replaced. One of them had its tip broke during the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). Added additional information device a was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Device b was returned with the tissue pad melted and partially detached with the blade gouged at the tip. The device was tested with a test handpiece and generator and error code 5 was received, no further functional testing could be performed. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
On (B)(6) 2003, an 8mm gore propaten vascular graft was implanted in a bypass procedure. The implant was in the pt's left leg, from the common femoral to popliteal artery. On (B)(6) 2003, a thrombectomy was performed due to a graft occlusion.